Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed de novo lesion was located in the moderately tortuous and severely calcified mid - proximal and diagonal 1 left anterior descending artery (lad). A 15mm x 1.50mm apex flex monorail balloon catheter was selected and during insertion resistance was encountered. The device was advanced through a implanted taxus liberte stent and inflated to unknown atms. During the second inflation a balloon rupture occurred at 10 atms. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.